Event description:
Physician was using a handrill and the drill bit from the kit when the drill bit broke leaving a portion inside the skull. Additional supplies and instruments were obtained and a burrhole the size of a quarter was made, removing a dowel-like portion of bone, holding the broken drill bit. Additional bone was removed to retrieve the broken bit. Additional info was requested from the user facility. The pt is doing well. The product will be returned for investigation.